Event description:
It was reported that this controller stopped working during a total black out. The product did not alarm, the pump stopped working, and the patient passed out. The controller recharged and the patient regained consciousness. The physician expressed concern with the product. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).